Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that while the patient was inpatient following left ventricular assist device (lvad) implantation, they experienced a gastrointestinal bleed on (B)(6) 2023. The patient presented with melena and an esophagogastroduodenoscopy (egd) was performed. During this procedure, small bowel ulcers and an extensive clot in the gastrointestinal tract were noted. The bleeding was treated by clipping the source and administering blood transfusions on (B)(6) 2023. On (B)(6) 2023, the melena returned, and a repeat egd was performed on (B)(6) 2023 where ulcerated tissue and an ischemic embolization were found. The patient's anticoagulation medication was stopped on (B)(6) 2023, but bleeding returned on (B)(6) 2023. A computerized axial tomography (cat) scan revealed bleeding in the bowel wall. No surgery was performed to treat the bleeding and the patient remained off their anticoagulation medication. The melena returned on (B)(6) 2023; the patient was treated with blood transfusions and would be monitored.

Manufacturer narrative:
Section d1 brand name: corrected; section d4 catalog number: corrected; section d4 primary UDI number: corrected; no further information was provided. The manufacturer is closing the file on this event.